Manufacturer narrative:
All of the buttons functioned properly; however, the insulin pump was received with corroded keypad traces. No button error alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were not functional on the insulin pump when attempting to bolus. The customer's blood glucose was 520 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.